Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal superficial femoral artery. A 4x120mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced toward the target lesion. The armada was inflated to nominal pressure; the balloon was partially inflated and lost pressure. A leak was noted near the sidearm. Another armada 35 was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott analyzed the returned device and confirmed the leak in the hub allowing fluid to leak when the device is pressurized. A review of the complaint handling database found no other similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the most probable root cause to be variability in the gluing process during manufacturing. The issue will be addressed per operating procedures. The performance of these devices will continue to be monitored.